Manufacturer narrative:
Upon investigation of the device related to this incident, it was determined that a medication discrepancy existed between the records maintained on the server and those found in the station's pocket. This discrepancy arose from two medications being stored together in the same pocket, specifically drawer 4.2 pocket e2. The technical support specialist removed the contents from both the station and the server to rectify the issue, ensuring that the station and es server displayed an empty status. Additionally, the specialist provided guidance to the customer on conducting a proper inventory. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a discrepancy between the medication listed on the server and that found in the station's pocket. For an instance, the customer stated that on the server it shown hydromorphone but the pocket contained oxycodone. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.